Event description:
It was reported that the rv lead was replaced due to high lead impedance greater than 3000 ohms, oversensing, and inappropriate shocks. It was noted that the impedance had risen following a traffic accident and a patient fall. Additional information received indicated that the lead had an apparent fracture. The lead was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.